Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer reloaded the cartridge resolving the occlusion alarm. Reportedly, the customer cleaned the pump to address the altitude alarm. Customer's blood glucose was 284 mg/dl at the time of event.